Event description:
Sorin group (B)(4) received a report that the user was unsure if an alarm was triggered when the blood level in the oxygenator dropped during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The level sensor was returned to sorin group (B)(4) for eval. The reported issue was confirmed. Analysis of the device found a defective transistor in the level sensor. The root cause for the defective transistor could not be determined. As a precautionary action, that level sensor was scrapped. No further action is deemed necessary.